Event description:
Physician was performing a pars plana vitrectomy when the initial 25 gauge vitrectomy cutter malfunctioned with the tip breaking without any loss of materials into the eye. The vitrector was removed, requiring removal of the 25 gauge cannula as well. Peritomy was required to identify the sclerostomy site where the cannula was repositioned, and the 25 gauge cutter inserted to complete the vitrectomy procedure. The eye was closely examined revealing no retained intraocular foreign body or any secondary change related to the mechanical malfunction.